Event description:
It was reported that the powerseal stopped working halfway through the case and it could be due to the powerseal or the generator. The issue was observed during therapeutic procedure. There was a five-minute delay; however, the procedure was completed using another advanced bipolar sealer divider. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.